Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the functional testing. The fault was found to be due to the defective processor board. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found a cracked/damaged top and encoder covers. The autopulse platform is a reusable device and was manufactured in 2009 and is 9 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The initial functional testing could not be performed due to a system error (latch error 136 - internal parameter corrupted). Thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform ((B)(4)) stopped performing compression and displayed "system error, out of service, revert to manual CPR". The use of the autopulse platform was discontinued and manual CPR was performed for the duration of the transport time. No patient consequences were reported.